Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, type of investigation, investigation findings, and investigation conclusions) investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was able to confirm the customer indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Lot with an illegible number. Material: ser bd p/ins 50ui ag 8x0,30mm pct/10. Material #: 328325. Lot: it is not possible to identify the whole lot, as one number is illegible. The product is shown in photo #3 attached.